Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct and cystic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that when the balloon was filled with water, the balloon ruptured. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation results; the returned cre wireguided dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem however, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 64mm from the tip. With all the available information, boston scientific concludes the reported event was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. It is possible that factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical affairs.. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct and cystic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that when the balloon was filled with water, the balloon ruptured. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.